Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl. Customer reported that they call back for communication loss and constant request for blood glucose level in auto mode. The insulin pump will not be returned for analysis. Frn-mmt-unk-rsvr, unomed set.